Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 32056 replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32056 points to axes controller, arm (aca) in usm4 failed to initialize i2c device.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system experienced repeated 32056 faults on the universal surgical manipulator (usm4). The customer indicated that initial troubleshooting involved power cycling and performing a hard cycle on the patient side cart (psc), but these actions did not resolve the issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05/05/2026: the issue initially occurred on system sk5170 but because the surgeon needed four arms for the case, it was moved to another robot to another room that could function with three arms and that was the sk8130. Both cases were completed and there was a 20-minute delay with the four-arm case.